Event description:
The customer states the device does not turn on. A failure to power on would impact the delivery of therapy. No pt involvement was reported.

Manufacturer narrative:
(B)(4). The customer states the device does not turn on. A failure to power on would impact the delivery of therapy. No pt involvement was reported. The complaint is still under investigation. A f/u report will be submitted once the investigation is complete.